Event description:
The surgeon reported that he has used permacol successfully in a large number of difficult cases but in one case a postoperative infection was encountered. The case involved definitive closure of an open wound using permacol. The pt subsequently developed a post operative infection and upon exploration that permacol had broken down and a thick pus was noted. The dr removed the permacol and the infection has now cleared up.